Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A single undated image reviewed and not submitted to mmi due to the inability to correlate the image with the allegation. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 010000935 g7 hi-wall e1 liner 36mm e 7554408. G2: foreign: australia . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip procedure and was implanted with zimmer biomet products. Subsequently, the patient was revised one (1) year post implantation due to dislocation. It was also noted that the patient had a tear of the glute med which the doctor stated was causing the dislocations as well. The head and liner were explanted.